Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw35 stapler "locked up"/would not fire during the case. Reload reported as attempted, but the device still would not fire. A new device was pulled to complete the case. There was no consequence to the pt.